Event description:
Caller reported that the pump housing, impacting the ability to charge the pump, although the pump did not shut down. Caller was uncertain if screws held the surrounding plastic piece in place, so a picture was emailed for assessment. Customer technical support determined the damage was cosmetic only and did not affect pump functionality, which the caller understood and acknowledged. The issue was addressed and resolved with no further action needed. There was no adverse impact to the customer.